Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("infection in her fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and postoperative thrombosis ("complications from your essure removal procedure-blood clots were possibly forming") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, anemia since 2017, hypertension since 2015, pain ankle since 2015, pseudotumor cerebri since 2016, constipation since december 2015 and overweight. Concomitant products included lisinopril from 2015 to 2016, losartan since 2016 and metoprolol since 2017. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 7 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes (abnormal appearance of bladder)") and urinary tract disorder ("bladder or urinary problems or changes (abnormal appearance of bladder)"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), postoperative thrombosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("cramping") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (total hysterectomy to remove the essure devices) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menorrhagia, postoperative thrombosis, pelvic pain, the last episode of alopecia, procedural pain, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and ovarian cyst outcome was unknown, the genital haemorrhage and abdominal pain lower had resolved and the migraine, female sexual dysfunction, dyspareunia and headache was resolving. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, postoperative thrombosis, procedural pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - in (B)(6) 2017: infection in her fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Reporter aka; patient¿s demographic details; concomitant conditions; essure confirmation test; suspect product start date and indication; concomitant drugs; new events ¿ abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines / headaches, apareunia (inability to have sexual intercourse), rash, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, ovarian cysts and post-operative blood clots were added respectively. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection in her fallopian tube'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding') and postoperative thrombosis ('complications from your essure removal procedure-blood clots were possibly forming') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera in 2001. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included anemia since 2017, pseudotumor cerebri since 2016, constipation since (B)(6) 2015, hypertension since 2015, pain ankle since 2015, asthma and overweight. Concomitant products included lisinopril from 2015 to 2016, losartan since 2016 and metoprolol since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder problems/ changes (abnormal appearance of bladder)") and urinary tract disorder ("urinary problems/ changes "). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), postoperative thrombosis (seriousness criterion medically significant), the second episode of alopecia ("hair loss"), abdominal pain lower ("cramping") and amnesia ("memory loss? Short or long: yes"). The patient was treated with surgery (ablation and total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, heavy menstrual bleeding, postoperative thrombosis, pelvic pain, the last episode of alopecia, procedural pain, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, ovarian cyst and amnesia outcome was unknown, the genital haemorrhage and abdominal pain lower had resolved and the migraine, female sexual dysfunction, dyspareunia and headache was resolving. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic pain, postoperative thrombosis, procedural pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2017: results: infection in her fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("infection in her fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, alopecia, migraine, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, migraine, pelvic pain, procedural pain and salpingitis to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2017: infection in her fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection in her fallopian tube'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding') and postoperative thrombosis ('complications from your essure removal procedure-blood clots were possibly forming') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera in 2001. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included anemia since 2017, pseudotumor cerebri since 2016, constipation since (B)(6) 2015, hypertension since 2015, pain ankle since 2015, asthma and overweight. Concomitant products included lisinopril from 2015 to 2016, losartan since 2016 and metoprolol since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder problems/ changes (abnormal appearance of bladder)") and urinary tract disorder ("urinary problems/ changes "). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), postoperative thrombosis (seriousness criterion medically significant), the second episode of alopecia ("hair loss"), abdominal pain lower ("cramping") and amnesia ("memory loss? Short or long: yes"). The patient was treated with surgery (ablation and total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, heavy menstrual bleeding, postoperative thrombosis, pelvic pain, the last episode of alopecia, procedural pain, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, ovarian cyst and amnesia outcome was unknown, the genital haemorrhage and abdominal pain lower had resolved and the migraine, female sexual dysfunction, dyspareunia and headache was resolving. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, ovarian cyst, pelvic pain, postoperative thrombosis, procedural pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2017: results: infection in her fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media: amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter and new event memory loss? Short or long: yes was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.